Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed four years remaining in (B)(6) 2016 and only two years remaining in (B)(6) 2017. Disk analysis provided that the device appeared to be depleting normally but may have appeared to decrease more quickly than expected between routine follow-ups due to the remaining longevity calculation. This device remains in service at this time. No adverse patient effects were reported.